Event description:
A suppuration was reported on an ae report. The start date is reported as 2006 and end date was 2008. It was resolved without sequelae. The clinician reports that the severity was moderate and that it is related to the treatment.